Event description:
The customer reported that the monitors were flickering. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reseated the bsa500 board. The system now operates as intended.